Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their basal rates need adjusting and would like assistance. The customer's blood glucose reading was 600 mg/dl at the time of incident. Troubleshooting advised customer in changing the basal rates and customer declined troubleshooting for the high blood glucose. Customer was advised to call back if any further assistance needed.